Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited roughness image issue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the image roughness occurred due to damage on the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.